Event description:
It was reported that the pt was revised due to loosening of the shell and dislocation.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. With the info provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.